Event description:
It was reported the fluid was not circulating well and fluid was not warming. Issue was found during testing with no patient involvement.

Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The device was given functional testing; this showed the device's fluid pump did not function and the heating element was not being activated. The issue was determined caused by a faulty printed circuit board. The component problem was determined likely caused by damage during use.

Event description:
Additional information was received via email 15-nov-2021: not discovered while in use with patient and no adverse effects.

Manufacturer narrative:
Other, other text: additional information b5, d5, e4 and h6 this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.